Event description:
Reporter indicated that it is believed that the patient has sleep apnea that is worsened by vns. The patient's parents complained of sleep disruption and self-injurous behavior by the patient. The patient reportedly had sleep problems and behavior problems prior to vns implant. The patient's programmed parameters were reduced and the patient is reportedly doing much better. Patient is scheduled to see physician again in early 03/03.